Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose levels. Troubleshooting revealed that the programming was correct on the insulin pump. The insulin pump also passed the prime test. The tubing clamp was not available for the high pressure test.